Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller pcb and the user interface pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device was difficult to power on and off when pressing the power button. There was no patient use associated with this event. Upon evaluation of the customer's device, physio-control observed that it powered off twice unexpectedly when connecting the device to their laptop in an attempt to download the device's data.